Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the basal history did not match the active basal program of the pump. The reporter stated that there was no blood glucose excursion as a result of this alleged issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the last basal and bolus delivery were on 11/22/2014. The pump was exercised for 24 hours with a 1.0u/hr basal rate. At the conclusion of testing, the basal delivery history correctly equaled 24.0u and the basal history correctly reflected the 1.0u rate. The daily insulin delivery totals correctly reflected user's programmed basal rates. Typical usage alarms were observed in the pump's alarm history. The pump passed a delivery accuracy test and was found to be delivering within the required range and accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.